Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a therapeutic laparoscopy procedure, that their high flow insufflation unit device alarmed while delivering air. Additionally, the pressure dropped to zero before eventually returning. The procedure was completed successfully with the same device. There were no reports of patient harm.